Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy, the surgeon encountered a problem with the stapler. While using a manual handle with a reinforced reload, the surgeon clamped down on the tissue, pressed the green button, and attempted to squeeze the ring handle. The handle remained stationary and could not be fired. After removing the device from the patient, the sales representative took a look at the reload and noticed that the staples were partially protruding through the cartridge in the crotch of the reload. There were no known adverse events.